Manufacturer narrative:
The scope was returned to the service center evaluation. The customer¿s complaint was not confirmed. The evaluation found minor scratches on the insertion tube, sharp chips on the plastic cover, cracked old glue on the bending section and chips on the edge of the objective lens. The scope was repaired and returned to the customer. The cause of the customer¿s experience could not be determined.

Event description:
The service center was informed that during testing/set up the control knob on the scope was noted to be broken and the scope could not be straighten. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.